Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that after a few coils were implanted, three additional azur coils, including the coil concerned, were used. However, one implant of the azur coils appeared to be broken, and the coil concerned was withdrawn along with the microcatheter and removed from the patient. The coil was then replaced with another coil to continue the procedure. Subsequently, the procedure was successfully completed. There was no health damage to the patient.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the pusher kinked at the distal section and the implant over coil stretched and damaged at the distal end. The stretched over coil of this implant would make it appear as if the coil separated into two pieces as described in the reported event. The condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the target site (i.e., stuck on previously implanted coils or the tip of the microcatheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink, but the kink is consistent with the device experiencing forces exceeding the pusher's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
Please see section h11 for device investigation results for an unraveled coil.